Event description:
The pt reported she has received many e4 (occlusion) alarms on her insulin infusion device. She stated these have occurred mainly when she boluses insulin. She said this afternoon she received an e4 alarm when she bolused and when she checked her blood glucose, her reading was 462 mg/dl. She stated she called her healthcare team who advised her to give herself an insulin injection, which she did. During troubleshooting, the pt stated she changes her infusion set tubing every 21 days. She was advised she must change it every 6 days. Troubleshooting did not find any product issues. On follow up, the pt stated her blood glucose is within her normal range, and the issue has been resolved since she began changing her infusion set tubing every 6 days. In 2008, during a call for an unrelated issue, the pt reported that when she changed the infusion site, she noticed the cannula was bent. This info was not initially reported. The pt did not retain the product to return for evaluation. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.